Event description:
This valve was explanted due to paravalvular leak as demonstrated on catheterization and angiogram performed 09/2000. According to the discharge summary, the pt presented with symptoms of congestive heart failure. At explant, dehiscence was observed along half of the valve's circumference. This valve was replaced with sjm 29m-101.